Manufacturer narrative:
Medtronic received additional information stating that the amount of blood lost because of this issue is unknown and the facility did not provide information on whether a transfusion was needed because of the blood loss. It was stated that the physician adjusted the position a few times due to poor bleeding, but no major bleeding was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus venous cannula, it was reported that despite the usual usage, the blood removal was extremely poor and could not be drawn. The position was shifted and trial-and-error method was made but it was still bad. The device was not replaced as it was not possible, so the customer tried various positions to ensure the blood could somehow be removed in order to conduct the operation. It was reported that the operation was completed successfully, but the cannula was very difficult to deal with it. There was no patient impact associated with this event. Medtronic received additional information that there was no damage noted to the cannula. There was no clear blockage observed in the cannula however, the bleeding was very bad. The customer stated that additional insertion sites were not created to re-position the cannula, the customer was able to handle using the cannula with some position adjustments.

Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of insufficient blood removal as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. The device history record could not be reviewed as no lot number was provided. Complaints received from september 2021 through september 2022 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. If the product is returned, this event will be reopened and the analysis and investigation will be updated. There were no adverse patient effects as a result of this occurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.